Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the emitter of the navigation system displayed a red "x" for communication when starting the system. It was reported that the system was restarted with resolution. It was noted that power cycled on the unit multiple times without recurrence of the reported issue. There was no patient present when this issue was identified. No additional information was provided.